Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 29mm 11500a aortic valve implanted two (2) years, was explanted due to unknown reasons. The explanted device was replaced with a 27mm 11500a aortic valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 29mm 11500a aortic valve implanted two (2) years, was explanted due to endocarditis. The explanted device was replaced with a 27mm 11500a aortic valve. Patient was discharged home on pod #9. Per medical records, patient was admitted with a stroke. Evaluation demonstrated vegetations on prosthetic 29mm 11500a aortic valve. Tee demonstrated presence of bulky vegetations on his prosthetic aortic valve. Upon inspection, the 29mm 11500a aortic valve was found to be grossly infected. The 29mm aortic valve was explanted and replaced with a 27mm 11500a aortic valve. The patient was transferred to ICU. Patient was discharged home on pod# 9. Pathology report- the three (3) cusps have adherent tan-gray probable vegetation creating some slight rigidity to cusp movement. Acute endocarditis with exudate and colonies of gram-negative rods.